Event description:
It was reported that the right atrial lead was capped on (B)(6) 2017 due to loss of capture. The reason for the non-capture is unknown. The patient was asymptomatic, and there were no complications from the procedure.